Manufacturer narrative:
Sections with additional information as of 13-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Adverse event report is being submitted due to symptoms related to diabetes - headache. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-0 and e-3 errors. During the call, a blood test was performed by the customer that produced e-0 error using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/21/2021 and test strips were opened two months ago. Customer reported no physical damage to the device/product. The customer reported having a headache; medical attention was not needed at the time of the call.